Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of far r over-sensing which resulted in inappropriate automatic mode switch (ams). No intervention was performed. There were no patient consequences.